Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that a dialyzer blood leak occurred in the last 15 minutes of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed leaking from a broken fiber in the venous end of the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Upon follow up, it was confirmed that the patient¿s estimated blood loss (ebl) was approximately 250ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. Upon follow up, it was confirmed that the patient treatment was cancelled because the event occurred at the very end of treatment. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The complaint device was returned to the manufacturer for physical evaluation. During the gross visual examination of the sample, no defects or irregularities were visually observed on the fiber bundle or any of the molded dialyzer components. The returned sample was subjected to a laboratory bubble point test. No leaks were detected, possibly due to the presence of the coagulated blood; however, a potted fiber fragment was visually observed through the dialyzer housing at approximately 90° with the dialysate ports situated at 0°, on the non-cavity ID end. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. A lot history review was performed. There was one other complaint reported against the lot. The complaint was for an internal blood leak. A sample has not been returned for that event. A review of the production record was performed. There was one approved temporary dn noted on the lot. It is unrelated to the reported complaint event. There was also one non-complaint noted on the lot (bubble point reject rate exceeded the 4% threshold). Due to the non-complaint on the lot, additional samples were pulled for testing and passed. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. The investigation into the cause of the complaint was able to confirm the reported event.

Manufacturer narrative:
The complaint device was returned to the manufacturer for physical evaluation. During the gross visual examination of the sample, no defects or irregularities were visually observed on the fiber bundle or any of the molded dialyzer components. The returned sample was subjected to a laboratory bubble point test. No leaks were detected, possibly due to the presence of the coagulated blood; however, a potted fiber fragment was visually observed through the dialyzer housing at approximately 90° with the dialysate ports situated at 0°, on the non-cavity ID end. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. A lot history review was performed. There was one other complaint reported against the lot. The complaint was for an internal blood leak. A sample has not been returned for that event. A review of the production record was performed. There was one approved temporary dn noted on the lot. It is unrelated to the reported complaint event. There was also one non-complaint noted on the lot (bubble point reject rate exceeded the 4% threshold). Due to the non-complaint on the lot, additional samples were pulled for testing and passed. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. The investigation into the cause of the complaint was able to confirm the reported event.